Event description:
Device 2 of 2. Reference MFR report#: 1627487-2014-25634. It was reported the patient (B)(6) was experiencing unintended stimulation effects (muscle cramps) and swelling at the left lead site due to lead migration. In turn, the patient underwent surgical intervention on (B)(6) 2014 to reposition the left lead which resolved the issues. Both of the patient's leads are being reported since it is unknown which lead migrated.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.